Manufacturer narrative:
Incident summary: the biomedical engineer (bme) reported that when their gz transmitter goes into sleep mode, it stays in sleep mode, no buttons would work and they cannot get it to un sleep itself. Bme reported their only work around is by taking the battery out and reinserting it back in rebooting the whole device. No patient harm was reported. Biomed requested to return it to nka for an exchange unit. Evaluation/investigation summary: nihon kohden repair center found the unit to have no physical damage to the unit or scratches. Repair center could not duplicate the reported issue. However, after evaluation of the device it was identified that the issue was due to a configuration issue. When the settings were checked in monitor mode at startup the settings read: menu > system > 1234 > master> monitor mode at startup. This setting determines whether the display turns off or on with the purpose of extending the battery life. The reported issue was not duplicated or confirmed. A definitive root cause cannot be determined. A serial number review of the reported device (gz-130pa, serial number (B)(6) does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints. To resolve the customer's issue, an exchange unit was shipped was shipped to the customer. Additional information: b4: date of this report d9: is this device available for evaluation? G3: date received by manufacturer g6: type of report h2: if follow-up, what type? H3: device evaluated by manufacturer? H6: adverse event problem codes, correction to medical device problem code, type of investigation, investigation findings, investigation conclusions. H11: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that when their gz transmitter goes into sleep mode, it stays in sleep mode, no buttons would work and they cannot get it to un sleep itself. Bme reported their only work around is by taking the battery out and reinserting it back in rebooting the whole device. No patient harm was reported. Biomed requested to return it to nka for an exchange unit.

Manufacturer narrative:
The biomedical engineer (bme) reported that when their gz transmitter goes into sleep mode, it stays in sleep mode, no buttons would work and they cannot get it to un sleep itself. Bme reported their only work around is by taking the battery out and reinserting it back in rebooting the whole device. No patient harm was reported. Biomed requested to return it to nka for an exchange unit. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that when their gz transmitter goes into sleep mode, it stays in sleep mode, no buttons would work and they cannot get it to un sleep itself. Bme reported their only work around is by taking the battery out and reinserting it back in rebooting the whole device. No patient harm was reported. Biomed requested to return it to nka for an exchange unit.